Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during first device check, the left ventricular (lv) lead was noted with elevated threshold at implant. The lead was left as programmed and continued to be monitored. Subsequently, the lead stabilized, and it remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.